Manufacturer narrative:
(B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. It was reported that the patient passed away. The cause of death was reported as due to peritonitis and another indication. It was reported the patient passed away while hospitalized. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.